Manufacturer narrative:
The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. While the root cause for the open resistor could not be positively identified, an open r781 resistor is consistent when an external non-lifevest defibrillation is administered. There is no indication that the open r781 resistor caused or contributed to the adverse event, as the lifevest was able to provide an appropriate defibrillation. Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable the rear therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged monitor or belt.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor returned an electrode belt was unable to complete incoming functionality testing.